Event description:
Reportedly, on (B)(6) 2024, a pacemaker replacement surgery was performed, and vega r52 (s/n: (B)(6)) was connected to eno dr (s/n: (B)(6)). Before leaving the operating room, lead measurements and x-rays were performed and no problems were found with the vega r52. During the in-clinic follow-up on (B)(6) 2024, a pop-up message appeared: "the atrial lead resistance exceeded 3000o, so the lead polarity switch was activated and the device was set to vvi.'' When measuring the impedance on vega r52, it exceeds 3000o and the pacing test showed no capture: a disconnection was suspected, but an x-ray inspection did not confirm any connection failure or disconnection. When interrogation was done in the supine position on (B)(6) 2024, the impedance value of vega r52 was over 3000o in both bipolar and unipolar settings, and sensing and pacing could not be confirmed. In sitting position and checked, the impedance value of vega r52 was over 3000o in both bipolar and unipolar settings, but the threshold test could be performed (bipolar setting: 1v@0.35ms, unipolar setting settings: 0.75v@0.35ms), the atrial channel was set to bipolar, and when the lead impedance was measured again, the impedance was 700o (within the normal range). Data were confirmed by a second round of tests, and normal data was confirmed. Unipolar was programmed and tests were performed again and the values were within the normal range. The pacemaker was set to safe r. During the in-clinic follow-up on (B)(6) 2024, the atrial impedance was over 3000o for both bipolar and unipolar settings, and the device had again switched to vvi (lps). The setting was changed to bipolar and tests couldn't be performed. Doctors are asking for an immediate investigation and report to determine if the confirmed event is a problem caused by the pacemaker. Concomitant device information: ·pacemaker: eno dr (s/n:(B)(6)) date of implanted :(B)(6) 2024. ·ventricular lead: vega r52 (s/n:(B)(6)) date of implanted (B)(6) 2016.

Manufacturer narrative:
The lead is beflex lead, not vega lead as indicated in the problem description of the initial and the follow-up 1 MDR. The update has be done on the final report here enclosed. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported issue of the subject beflex rf45d lead connected to the subject eno device: unstable impedance measurements. The review of provided data confirmed that the beflex rf45d was well connected to the previous pacemaker kora 250 dr and was not presenting dislodgment nor failure. Upon reception, the subject eno device paces and senses correctly. One incorrect lead mark indicates that the screw was partially engaged before the user pushed the lead or that the user had not inserted the lead all the way in before tightening the screw triggering intermittent uncertain contact. Atrial lead connection issue is therefore the most probable root-cause of the reported issue since the atrial pin connector was most probably partially inserted to the atrial connector. No general malfunction is suspected on the subject beflex rf45d lead. No general malfunction is suspected on the subject eno device. This case s retained for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2024 a pacemaker replacement surgery was performed, and vega r52 (s/n: (B)(6)) was connected to eno dr (s/n: (B)(6)). Before leaving the operating room, lead measurements and x-rays were performed and no problems were found with the vega r52. During the in-clinic follow-up on (B)(6) 2024, a pop-up message appeared: "the atrial lead resistance exceeded 3000o, so the lead polarity switch was activated and the device was set to vvi.'' When measuring the impedance on vega r52, it exceeds 3000o and the pacing test showed no capture: a disconnection was suspected, but an x-ray inspection did not confirm any connection failure or disconnection. When interrogation was done in the supine position on (B)(6) 2024 the impedance value of vega r52 was over 3000o in both bipolar and unipolar settings, and sensing and pacing could not be confirmed. In sitting position and checked, the impedance value of vega r52 was over 3000o in both bipolar and unipolar settings, but the threshold test could be performed (bipolar setting: 1v@0.35ms, unipolar setting settings: 0.75v@0.35ms), the atrial channel was set to bipolar, and when the lead impedance was measured again, the impedance was 700o (within the normal range). Data were confirmed by a second round of tests, and normal data was confirmed. Unipolar was programmed and tests were performed again and the values were within the normal range. The pacemaker was set to safe r. During the in-clinic follow-up on (B)(6) 2024 the atrial impedance was over 3000o for both bipolar and unipolar settings, and the device had again switched to vvi (lps). The setting was changed to bipolar and tests couldn't be performed. Doctors are asking for an immediate investigation and report to determine if the confirmed event is a problem caused by the pacemaker. Concomitant device information: ·pacemaker: eno dr (s/n:(B)(6) ) date of implanted :(B)(6) 2024. ·ventricular lead: vega r52 (s/n:(B)(6) date of implanted (B)(6) 2016.

Event description:
Reportedly, on (B)(6) 2024, a pacemaker replacement surgery was performed, and vega r52 (s/n: (B)(6)) was connected to eno dr (s/n: (B)(6)). Before leaving the operating room, lead measurements and x-rays were performed and no problems were found with the vega r52. During the in-clinic follow-up on (B)(6) 2024, a pop-up message appeared: "the atrial lead resistance exceeded 3000o, so the lead polarity switch was activated and the device was set to vvi.'' When measuring the impedance on vega r52, it exceeds 3000 and the pacing test showed no capture: a disconnection was suspected, but an x-ray inspection did not confirm any connection failure or disconnection. When interrogation was done in the supine position on (B)(6) 2024, the impedance value of vega r52 was over 3000 in both bipolar and unipolar settings, and sensing and pacing could not be confirmed. In sitting position and checked, the impedance value of vega r52 was over 3000o in both bipolar and unipolar settings, but the threshold test could be performed (bipolar setting: 1vat0.35ms, unipolar setting settings: 0.75v@0.35ms), the atrial channel was set to bipolar, and when the lead impedance was measured again, the impedance was 700o (within the normal range). Data were confirmed by a second round of tests, and normal data was confirmed. Unipolar was programmed and tests were performed again and the values were within the normal range. The pacemaker was set to safe r. During the in-clinic follow-up on (B)(6) 2024, the atrial impedance was over 3000 for both bipolar and unipolar settings, and the device had again switched to vvi (lps). The setting was changed to bipolar and tests couldn't be performed. Doctors are asking for an immediate investigation and report to determine if the confirmed event is a problem caused by the pacemaker. Concomitant device information: ·pacemaker: eno dr (s/n:(B)(6)) date of implanted :(B)(6)2024 ·ventricular lead: vega r52 (s/n:(B)(6)) date of implanted (B)(6) 2016.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported issue of the subject beflex rf45d lead connected to the subject eno device: unstable impedance measurements. The review of provided data confirmed that the beflex rf45d was well connected to the previous pacemaker kora 250 dr and was not presenting dislodgment nor failure. Upon reception, the subject eno device paces and senses correctly. One incorrect lead mark indicates that the screw was partially engaged before the user pushed the lead or that the user had not inserted the lead all the way in before tightening the screw triggering intermittent uncertain contact. Atrial lead connection issue is therefore the most probable root-cause of the reported issue since the atrial pin connector was most probably partially inserted to the atrial connector. No general malfunction is suspected on the subject beflex rf45d lead. No general malfunction is suspected on the subject eno device. This case s retained for trending purposes.